Event description:
Surgeon used the standard technique for tkr procedure. When he drilled the femoral canal and introduced the im rod into the canal, with no force, the im rod broke in the patients canal. The surgeon succeeded at getting the rod out.